Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387 (lot: unknown); product type: 0200-lead; implant date ; explant date kitazawa, y., saiki, h., nishida, n., sugita, y., taruno, y., kaneko, s., <(>&<)> toda, h. (2025). Inward lead migration years after pallidal deep brain stimulation. Movement disorders clinical practice. Https://doi.org/10.1002/mdc3.70436  b.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿inward lead migration years after pallidal deep brain stimulation.¿ the following medtronic devices were used: activa sc neurostimulator and 3387 electrodes among the single patient involved, adverse events / device product performance issues included: at four years post-op, right-sided dyskinesias recurred. A head CT revealed ventral migration of the left dbs lead without any mechanical damage. Revision was performed and repositioning restored clinical improvement. No further information was provided pertaining to medtronic products.